Manufacturer narrative:
H2: a4: select patient information was unavailable from the site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure., a l4-l5 transforaminal lumbar interbody fusion (tlif) surgery. It was reported that the right side l4 trajectory was incorrect (it was supposed to be 6.5, 55 and it projected a 6.5, 50). There was no impact to patient's outcome and there was no surgical delay time. Additional information was received. It was reported that the surgeon was informed of the screw projection discrepancy (that the screw projected will look about 5 millimeters short) and they were comfortable proceeding and could feel when they touched bone.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-05, software version: 5.1.1 h3, h6) software data was received and analysis confirmed the reported event. Despite selecting a 6.5/55mm screw, the user interface (ui) displayed the computer-aided design (cad) model and name of the screw as 6.5/50mm instead. It was reported that the rep rearranged the order of the screws before selecting the 6.5/55mm screw which had the incorrect projection. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.